Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose at time of incident was 600 mg/dl and current blood glucose level was 540 mg/dl and went to 580mg/dl at the time of call. Customer reported confusion, difficulty breathing, nausea, vomiting as symptoms of high blood glucose level. Caller stated she did not want to troubleshoot pump for high blood glucose level at moment. Insulin pump will not be returned for analysis.